Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl, over 500 mg/dl. The insulin pump had motor error and also button error alarm. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. High blood glucose was treat with a needle. The insulin pump was exposed to moisture and reservoir had leak. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button keypad anomaly due to motor error alarm. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly.